Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis event.as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot number (10l14h25). There were no issues detected during production of this batch. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous consumer report with supplemental information by a nurse in (B)(6) of pancreatitis and chest pain coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) and dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, a peritoneal effluent culture was performed with culture results unknown. The cause of the peritonitis was not reported. On (B)(6) 2011, the patient experienced chest pain. On (B)(6) 2011, the patient was hospitalized due to the peritonitis and chest pain. Treatment was not reported. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. The reporter did not provide an opinion of causality. The following additional information was received from the nurse on (B)(6) 2011: the nurse stated on (B)(6) 2011, the patient was diagnosed with pancreatitis. On (B)(6) 2011, the patient was hospitalized for that event. Treatment was not reported. The patient was recovering. The nurse did not provide an opinion of causality.